Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had passed away approximately ten and half years ago due to heart failure. The deceased's family members indicated that they felt the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were related to the patients passing.